Manufacturer narrative:
Information was received from a distributor who is not required to complete form 3500a. (B)(4). Other devices used: catalog #42502006002, persona cr femoral component, lot #62660967. Catalog #00111314001, palacos r+g bone cement, lot #78174381; this bone cement is manufactured at (B)(4) and distributed through (B)(4). This report will be amended when our investigation is complete.

Event description:
It is reported that the patient's femoral and tibial components were revised due to loosening.

Manufacturer narrative:
No devices or photos were received with the complaint for investigation; therefore, the condition of the components is unknown and both visual and dimensional evaluations are not possible. The device history records for the tibial component and femoral component were reviewed for deviations and/ or anomalies with no deviations/ anomalies identified. The manufacturing records for the palacos r+g bone cement were reviewed by the manufacturer of the bone cement; heraeus. They found the lot of cement used in the primary surgery to be conforming at the time of manufacture. The knee compatibility of the components was reviewed per the persona product profiler and identified that no issues were found with all the components. These devices are used for treatment. Primary and revision surgical notes provided for exam. X-rays were provided and were of poor quality but since zimmer post market surveillance employees are not trained health care professionals, an analysis was not made at this time. The primary total knee arthroplasty (tka) notes do not state any anomalies or deviations during the procedure. It is unknown if the leg was held in extenison while the cement hardened, which is per the surgical technique. The revision tka notes state test were performed for infection with no infection was found. The surgeon removed the femoral component as he found it was loose. The tibia was removed, as it also was found to be loose. Per the revision notes, most of the cement on the femoral side came off with the implant. Most of the cement on the tibial side stayed on the bone. An osteotome was used to remove the cement. A definitive root cause for the patient¿s pain cannot be determined with the information provided. However, the complaint may be revised upon return of product or further information.